Manufacturer narrative:
The returned device was evaluated, and the product performed as designed during testing. No defect that would have caused the cannula not to insert properly or the pump to fail to deliver insulin was found. The customer reported that the cannula had not inserted properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If your get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."

Event description:
The customer reported that at 7:18 am, her blood glucose was 188 mg/dl, and she activated a new pod at 8:59 am. At 12:18 pm, her blood glucose was 230 mg/dl, and she gave herself a 5.8 unit bolus. At 2:58 pm, with a blood glucose of 298 mg/dl, she took a 3.8 unit bolus. At 3:22 pm, he blood glucose was 362 mg/dl. She deactivated the pod at 3:28 pm. At 3:56 pm, her blood glucose was 159 mg/dl. She said she had pain at the site, and felt that the cannula did not insert properly. There was no bend or kink in the cannula.